Event description:
It was reported that when a manufacturer representative (rep) interrogated their stimulator yesterday, it "almost created a seizure" on them. The patient said they were bouncing off the operating table and thought they were going to fall off it, their face was "1000 degrees" and they thought they were boiling, they were trembling, and they were in agonizing pain. The patient said all symptoms subsided as soon as the rep removed the interrogation device from stimulator. The patient was told that there was a short in the implanted wires (it was not clear which wires were affected). Despite the short in the wires, the patient's doctor told them that the patient would not be affected because of what their parameters were set at. The patient said their doctor had mentioned that they were going to open up the patient and check the wires, but they decided not to do that. The patient said their doctor told them ins will last another 1.5 to 2 years, and that they will address the short in the wires when it gets replaced. The patient said they will be meeting with their doctor next tuesday. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 26-apr-2010, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: 09-may-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they ¿ran into this a while ago¿ in which the patient had a neurostimulator replacement and something fractured during the replacement so post-operatively there were out of range impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were about to do a neurostimulator replacement for the patient when they discovered the 5-6 pair (the patient had a 2x4 pocket adaptor) was at 62 ohms which they were supposedly using this for programming and still getting therapy. The rep was wondering if the patient should go to a rechargeable device instead due to amplitude being really high due to therapy impedance.